Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test no excessive no delivery/occlusion alarm due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer stated that the time and basal settings were retained. Customer inserted new battery and insulin pump turned on alarming low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.